Event description:
It was reported that the patient was told that the lead was not working. The patient was referred to the physician. No further information available at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.